Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box fr experienced damaged or open unit seals/packaging where the sterility was compromised. The following information was provided by the initial reporter: damaged product inside the cardboard.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm hp 100 box fr experienced damaged or open unit seals/packaging where the sterility was compromised. The following information was provided by the initial reporter: damaged product inside the cardboard.